Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the 2 photos and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample and photos. The sample appeared to be unused, and the packaging appeared to be sealed in the photos. Dark specs were noted in the rotating luer-lock nut, which were embedded within the molded component. Bd determined that the cause of the failure was related to our manufacturing process. Embedded foreign matter may occur during the molding process. Burnt embedded resin result from material build during our molding process. As the material flows through our molding machinery the buildup can break free and end up in the mold. Practices are in place to help prevent the occurrence of burnt resin within molded products. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white had foreign matter the following information was provided by the initial reporter: black residue has been found inside the product.